Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there were no desirable parameters anywhere in the right ventricle. The rv lead had high capture threshold throughout. Also, it was noted that the helix failed to extend after multiple implant attempts. The anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were inadequate capture threshold and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and helix clogged with blood. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.